Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon said, the clips from the er320 wouldn't close. The clip applier came from a laparoscopic cholecystectomy hit fdc10. The surgeon opened another er320 lot# m4e236 and it worked properly. There was no consequence to the pt.